Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The tip, balloon, inner/outer shaft, port/exit notch and hypotube were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube and a complete separation in the shaft (at the port/exit notch) located 24.5 cm from the tip of the device. The fracture faces of the separated ends were focally necked. The rest of the device was inspected, and no other damage or irregularities were found.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that shaft kink occurred. During unpacking of a 2.5 mm x 12 mm quantum maverick balloon catheter, it was noted that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed shaft detachment.